Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A top opened foil, a labeled winding former with a suture and a detached needle of product code mcp936h, lot lk6690 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of were noted to be as expected. The suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was not attached to the suture. The product code mcp936 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the top foil was examined and no damages or defects were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. When the product packaging was opened, it was found that the needle was loose. The needle was not attached to the thread. Upon evaluation of the device, the suture could not be dispensed since it has begun with the process of degradation. As the sample was received open, the time of exposure of suture to the environment could not be determined. There were no adverse patient consequences reported.